Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was suffering from pain and recurrent dislocation due to extensive abductor damage. He had four dislocations. Head and liner were revised. During the first three dislocations the patient underwent a closed reduction under conscious sedation. During the fourth dislocation, unsuccessful attempt at reduction of displaced left hip. Subsequently the patient underwent revision approximately 9 months post a revision surgery due to recurrent dislocations.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk cup, femoral stem, # item 00771101600, lot 62356550; bioloxâ® option, head, # item 00877704004, lot 2838177. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision approximately 9 months post a revision surgery due to dislocation. The patient was suffering from pain and recurrent dislocation due to extensive abductor damage. He had four dislocations. Head and liner were revised.

Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Revision op notes demonstrated that the patient was revised due to dislocation. Minimal corrosion noted at trunnion. The liner shows no wear. Femur and shell noted to be in satisfactory position and well fixed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.